Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides steps for properly disconnecting from the cycler during an emergency and explains how to reconnect for therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice device during dwell three of five of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting it was noted that the patient had disconnected from the patient line without stopping therapy. The patient later reconnected to continue therapy. The patient identified air bubbles in the patient line and the technical services representative assisted the patient in ending therapy. The patient was advised to contact their nurse for further instruction. There was no patient injury or medical intervention associated with this event. No additional information is available.